Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix syringe inlet had particulate matter (pm) contamination. The pm was described as, ¿particles ranging from fibers in the set or in the packaging to white and black particles¿. This was discovered while checking the sets. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.